Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient involvement.